Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent double arthrodesis alif at l4/l5 and l5/s1 for spinal fusion surgery. Subsequently, the patient experienced eventration at the level of the abdominal suture, and imaging with computed tomography revealed weakness in the navel attributed to pregnancies. To address abdominal wall weakness and herniation, a symbotex brand plate was placed to consolidate the abdomen. Following this procedure, the patient experienced rejection of the symbotex plate, with symptoms including acute diarrhea, transient hives over the body, acute and prolonged abdominal pain, and episodes of vomiting associated with intense upper abdominal pain. The patient reported recurrent, unbearable pain attacks in the upper abdomen, rapid diarrhea, and the passage of a rope worm in the feces approximately every two months, despite multiple unsuccessful deworming treatments. No specialist was able to provide a definitive diagnosis. Blood tests were reported as normal despite ongoing symptoms. The patient required hospital visits for severe abdominal pain and vomiting.